Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2021 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6)2023 during a home visit, the nurse reported that there was no inward mobilization of the peg tube. On (B)(6)2023 a nurse reported that during jpeg tubing change, the gastroenterologist confirmed the presence of buried bumper syndrome. The tubing was replaced and discarded and no surgery was required.